Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit). The pt had undergone generator replacement surgery for end of service two months prior at which time intraoperative device diagnostic testing of new generator connected to original lead was within normal limits. The pt can no longer feel normal mode or magnet mode stimulation and pt has been experiencing an increase in seizures. The pt has reportedly not suffered any recent injury or trauma that may have damaged the ncp system and does not manipulate the device through the skin.